Event description:
Patient called lfs alleging the fast take meter would only prompt error 2. Patient was unable to obtain a blood glucose reading for 2 weeks. Patient reported feeling dizzy, weak and had blurry vision during the time of concern. Patient had been experiencing the reported symptoms and had food before deciding to go to the hospital. The patient obtained a "5.0 mmol/l" reading, along with error 2 messages before deciding to go the hospital. While waiting to be seen by a physician, patient had a piece of chocolate. Patient had already started to feel better, when asked by the nurse to perform a urine test. Patient did not have the test results. Patient never altered the medication regimen based on the meter readings. The customer service representative discovered that the patient had been applying control solution to the test strips and then inserting it into the meter, incorrectly inserting the test strip into the meter, and pressing the "m" button to power the meter on to perform a test. Following the several detected use errors, the customer service representative educated patient on proper testing techniques. The customer service representative walked patient through a control solution. The meter only prompted error 2 and it eventually stopped powering on. The meter was replaced due to the meter malfunction.